Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to event date 23-mar-2024. There were no boluses listed on the event date 23-mar-2024 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 23-mar-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 23-mar-2024 in the pump history file. Please see below pertaining to event date 11-apr-2024. Unable to list the daily total of all insulin delivered on the event date 11-apr-2024 and the 7 days prior to that date due to no data available in the pump history file. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 11-apr-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 11-apr-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2024. Cause of death was diabetic coma. Customer experienced hypoglycemia, blood glucose value of 30 mg/dl, other relevant history, including preexisting medical conditions: pancreatitis/diabetes. The pump was not worn at the time of passing. The last known product(s) for this customer are as follows: mmt-1884, mmt-332a, mmt-243a. Troubleshooting was performed. Product return status for mmt-1884 is unknown. Product return requested for mmt-332a. Customer declined to return, or is unable to return. No product return is required for mmt-243a.